Manufacturer narrative:
Evaluation summary: the device will be not returned at pentax france as it is a functional device for the customer. We confirmed the photo, on two of them, we can see that the identification is "distorted" depending of the angle of view and the brightness. The serial number is readable and all stored data are clear. Correction information: g6: follow up #1. H6: coding changed based on the investigation result. Additional information: h4: device manufacture date.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The serial number of the device being checked did not match with the numbers that the customer had and without a under repair or loan device. We could read on the plate (B)(4) while the customer had the (B)(4) the alteration of the plate generating this reading error. Sold date 2019-10-09, no major repairs. Detected during maintenance inspection under contract. This event occurred at the time of during inspection. There was no report of patient harm.